Manufacturer narrative:
We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 19 closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.05 kgf in average and 0.58 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). We have also tested the knot pull tensile strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.66 kgf in average and 1.45 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. When working with monoplus® suture material, great care should be taken in order to ensure that the surgical instruments used, such as forceps or needle holders do not cause any crushing or crimping damage to the suture material. Although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Samples received: 19 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. Tightness test to the samples received has been performed and the units are tight. Tested the needle attachment of all samples received and the results fulfill the OEM requirements: 1.05 kgf in average and 0.58 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum) tested the knot pull tensile strength of all samples received and the results fulfill the OEM requirements: 1.66 kgf in average and 1.45 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: when working with monoplus® suture material, great care should be taken in order to ensure that the surgical instruments used, such as forceps or needle holders do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed.

Event description:
It was reported by the healthcare professional "that during surgical procedure there were increase incidents in needle detachments and broken threads." Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted. All medwatch submissions related to this are: 3003639970-2018-00800 (this report) needle detachment, 3003639970-2018-00819.